Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had issues with the load reservoir process, insulin flow block alarm. Troubleshooting was performed and the insulin flow blocked during fill tubing. No harm requiring medical intervention was reported. Customer will discontinue the use of the insulin pump and insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version = 4.11j retainer ring = black case type = ngp. On 12-jun-2023 the customer alleged no delivery/insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and stained keypad overlay. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 06/05/2023 between 03:04:36.000 and 03:12:39.000 during bolus and basal delivery, on 06/06/2023 between 13:02:40.000 and 20:32:38.000 during bolus and priming, on 06/09/2023 between 08:00:16.000 and 08:15:54.000 during bolus and basal delivery, on 06/10/2023 between 09:42:42.000 and 09:44:21.000 during bolus and basal delivery, on 06/11/2023 between 08:13:23.000 and 20:40:08.000 during bolus, basal delivery and priming. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.